Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery vibration was no longer working. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new battery and unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.